Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr)appears to be a result of patient/procedural conditions and due to the slda. It should be noted that the reported patient effect of worsening mr, is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) resulting in increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mr with a grade of 3-4. Two clips were implanted (70410u146, 70413u142), reducing mr to a grade of 1-2. On (B)(6) 2017, a follow up transthoracic echocardiogram was performed, which found that the one clip (70413u142) detached from the posterior leaflet and remained attached to the anterior leaflet slda and mr increased to 3. The other clip remains secure and stable on the leaflets. The patient is in stable condition. The site will discuss with the patient and cardiac surgeons if mitral valve surgery is a possibility, there is no scheduled date for additional treatment. No additional information was provided.